Event description:
It was observed that during the device evaluation, the subject device exhibited error code e315 (incompatible scope) as well as corrosion on the plug unit due to water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.